Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754 lot# serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that the antenna too hot screen was seen on the recharger. A coupling problem was reported, the patient had zero coupling boxes darkened and then started a charge session when on the phone and got all eight coupling boxes darkened. No patient symptoms reported. However, it was later reported that the patient would charge until her implantable neurostimulator (ins) felt hot. She had gotten the ¿thermometer screen¿ on her recharger since implant in 2013 (B)(6). The patient had thought that the symbol meant that her ins battery was full. The patient was using a spacer and she was a hot person by nature. The ins was getting hotter during recharge in the past 6 months. The patient also had weight gain in the past 6 months to a year, but she thought since the weight gain her coupling had been better. The patient had been getting 6-8 coupling boxes on average. The patient already received a new antenna and a spacer for her recharger. Through troubleshooting it was determined that her recharger seemed to be working as it should. The patient had never gotten the ¿charge complete¿ icon on her recharger, but she stopped charging when she saw the ins battery was full.